Event description:
When the surgeon attempted to fire the stapler, it did not fire on three attempts. A new device was obtained and the procedure continued without incidence. No injury to the patient.